Manufacturer narrative:
The lumbar probe was returned to the manufacturer for evaluation. Testing found that the probe tip was slightly twisted. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No part has been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the thoracic probe was bent. There was no patient present when this issue was observed.

Manufacturer narrative:
Correction: the correct system information was added. Manufacturing date was unavailable at the time of filing.